Event description:
It was reported that using a femoral artery access approach during a procedure of the external iliac while advancing the 5.0 x 100 mm absolute pro stent it prematurely deployed without activating the handle mechanism. The device, with stent, was removed with some resistance from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, which found the implant deployed and protruding out of the guide catheter. The handle was opened and confirmed damage inside, which prevented the thumb wheel from fully retracting. A query of the complaint-handling database indicated that there have been no similar complaints from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.